Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a spinal cord stimulator (scs) explant procedure, was doing well postoperatively and the explanted devices were disposed of by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: 7104525. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: 7104429. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI)#: (B)(4).